Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter was received for evaluation. During visual evaluation, the balloon protector was noted to be loaded over the balloon with the stylet inserted through the distal tip. The balloon was noted separated from the outer catheter but still attached to the inner guidewire lumen. During functional evaluation, an attempt was made to remove the balloon protector and stylet. Some resistance was felt but was successful. No other functional testing was performed. Although, the balloon protector and stylet were removed after some resistance, a break at the bond joint was noted during visual evaluation which might have occurred during difficulty removing the balloon protector and stylet by the user, and so the investigation is confirmed for the reported difficult to remove packaging material and identified break. However, the reported detachment is unconfirmed as there is no complete detachment noted on the device. The bond joint break identified might have been caused due to the balloon protector and stylet removal difficulty. However, a definitive root cause for the reported difficult to remove packaging material, detachment and identified break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 03/2024), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to an angioplasty procedure, the re-sheather was allegedly fused to the balloon and pulled the balloon off the shaft. It was further reported that the balloon was completely detached from the catheter shaft. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2024) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that prior to an angioplasty procedure, the re-sheather was allegedly fused to the balloon and pulled the balloon off the shaft. It was further reported that the balloon was completely detached from the catheter shaft. The procedure was completed using another device. There was no patient contact.